Event description:
It was reported that the patient experienced a seizure and was taken to the emergency room. The patient was previously seizure free starting (B)(6) 2015. On (B)(6) 2015, the neurologist began titrating down his tegretol over a period of four weeks. The patient remained off tegretol for about a week when he had a seizure while out to dinner with friends. The patient was treated with valium, ativan, and a keppra. The patient described his last two seizures as panic attacks that became seizures. However, the emergency room stated that the patient was not actually having a seizure. Additional information was received during follow up on (B)(6) 2015 that the patient' s eeg was normal. The neurologist was uncertain whether the episodes were panic attacks or seizures. At the patient's request, the vns output current was disabled, despite the physician explaining to the patient the need for vns therapy. No additional relevant information has been received to date.

Event description:
Additional information was received that diagnostic results for this patient are within normal limits. At this time, the neurologist is not certain that these anxiety issues are related to vns or not. It was reported that the patient has a history of anxiety and is easily pressured by his friends, which sometimes leads to the panic attacks. The patient requested that the device be turned off because he was embarrassed by his vocal changes, not to preclude a serious injury. No additional relevant information has been obtained to date.

Event description:
Additional information was received that the patient was reporting unfavorable sensations with his vns in his neck and throat and a fear that something will happen if vns is left implanted (manifestation of previously reported anxiety). Thus, the patient wanted his vns explanted. The patient underwent generator and lead explant surgery on (B)(6) 2015. The explanted generator and lead were discarded by the explanting facility.